Event description:
It was reported via repair work order that the bed was moving on its own, however, no malfunction was found. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported